Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: a 68-year-old male patient was treated for a hyperacute thoracic aortic type b dissection with the most proximal extent of dissection 2 mm from left common carotid on (B)(6) 2022. An unknown zta was placed covering the left subclavian artery completely to achieve a sealing zone of 59 mm. During the same procedure a amplatz plug was placed at left subclavian artery origin after aortic rupture. It was reported that a type 1a flow to false lumen through the primary tear was present at the end of the procedure. On (B)(6) 2022 an open repair was performed using supracoronary ascending aorta prosthetic replacement and total arch replacement connected to thoracic endovascular aortic repair due to the type 1a endoleak. As this information is from a retrospective study it has not been possible to obtain further information. Per the instructions for use sent with this type of device the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patient populations with dissections. Since the safety and effectiveness of zta has not been tested in patients with dissections and it is not indicated for this use it cannot be ruled out that the dissecting anatomy could have caused or contributed to the development of the type 1a endoleak. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). D4) catalog# is unknown but referred to as zenith alpha thoracic endovascular graft summary of investigational findings: a 68-year-old male patient was treated for a hyperacute thoracic aortic type b dissection with the most proximal extent of dissection 2 mm from left common carotid on (B)(6) 2022. An unknown zta was placed covering the left subclavian artery completely to achieve a sealing zone of 59 mm. During the same procedure a amplatz plug was placed at left subclavian artery origin after aortic rupture. It was reported that a type 1a flow to false lumen through the primary tear was present at the end of the procedure. On (B)(6) 2022 an open repair was performed using supracoronary ascending aorta prosthetic replacement and total arch replacement connected to tevar due to the type 1a endoleak. As this information is from a retrospective study it has not been possible to obtain further information. Per the instructions for use sent with this type of device the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patient populations with dissections. Since the safety and effectiveness of zta has not been tested in patients with dissections and it is not indicated for this use it cannot be ruled out that the dissecting anatomy could have caused or contributed to the development of the type 1a endoleak. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: synopsis: type 1a proximal and unknown flow into thoracic false lumen noted after procedure. Type 1a proximal endoleak adverse event (ae) entered 3 days post-procedure on (B)(6) 2022, the patient was urgently treated for a hyperacute thoracic aortic dissection type b with placement of a zta-p-38-217-w. Procedure angiography showed patent thoracic false lumen, flow from the primary tear noted as type 1a proximal and unknown. Patent abdominal false lumen was also noted with no information on source of flow. At 3 days post-procedure, the patient experienced a type 1a proximal endoleak, treated with surgical aortic arch replacement. The site noted they were unable to determine relatedness to device, disease, or procedure due to it being a retrospective event. The 6-month, 12-month, and 2-year follow-up imaging showed patent thoracic and abdominal false lumens; the site did not indicate of source of flow. In (B)(6) 2023, an additional procedure occurred¿"open aortic pant prosthesis (clamped infrarenally, left prosthesis on iliac bifurcation and right on internal iliac with a jump on the external iliac).¿ patient outcome: no resolution is noted for the false lumen flow. The endoleak ae is noted to have resolved without sequelae as a result of aortic arch replacement.

Manufacturer narrative:
Manufacturer ref (B)(4). G4) similar to device marketed under PMA/510(k)p140016. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 10 sep 2024: proximal seal zone to zone 2, left common carotid to left subclavian.